Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was able to partially be filled. There was no adverse impact to customer's blood glucose level. The customer continued to use the cartridge and supplies for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.